Event description:
The pump contained dilaudid 25 mg/ml. A motor stall occurred and "stopped pump period may exceed tube set" message was displayed on the pump print report. The pump was replaced. It was reported there was no pt injury and the pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.